Event description:
Patient reports their IV line has been changed to hickman with single lumen due to line infection. Patient was hospitalized due to the line infection for 7 days on (B)(6) 2023 through (B)(6) 2023, and is not on antibiotics anymore. Onset/resolution dates/status of line infection is unknown. Patient also reports the biopatches weren't big enough and caused an unspecified infection; no details available. Unknown if md aware of any/all adverse events. Pharmacy will reach out to cnss to have them follow up with patient. No further information, details or dates available. IV remodulin patient. Patient is actively on remodulin, tadalafi and ambrisentan. Reported to (B)(6) by: patient/caregiver.